Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. An electrical short circuit occurred in this area. The damage can be considered to be the root cause for the low impedance measurements. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the patient with this device was seen due to a syncopal episode which the physician thought was related to medications. A device evaluation was done and showed this right atrial lead had experienced a lead safety switch. All impedance readings were < 200 ohms, and there was no capture and no sensing in the bipolar configuration. P-waves measured 0.3 mv. There was also noise with oversensing causing many inappropriate atrial tachy response detections. Surgical intervention was performed and the lead was explanted and a new ra lead implanted. At that time, the generator was also replaced. No additional adverse patient effects were reported. Per hospital policy, the lead was sent to the hospital pathology lab after explant. It is unknown if it will be returned for analysis.